Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 34mm amplatzer amulet left atrial appendage (laa) occluder and a 14f amplatzer steerable delivery sheath were selected for procedure. During procedure difficulty implanting the amplatzer amulet laa occluder was experienced. There were 9 partial recaptures and one full recapture of the amplatzer amulet occluder noted. Unsuccessful implant was due to incompatibility with the patient's anatomy. The decision was made to remove the 34mm amplatzer amulet (laa) occluder and the 14f amplatzer steerable delivery sheath. A second 34mm amplatzer amulet (laa) occluder was successfully implanted using a second 14f amplatzer steerable delivery sheath. The patient remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in procedure reported. On (B)(6) 2022 during a 3 month follow up appointment, transesophageal echocardiogram examination confirmed the presence of a thrombus that adhered to the replacement 34mm amplatzer amulet left atrial appendage (laa) occluder. It was noted that the patient had been administered heparin during the implant procedure and had a minimum activated clotting time (act) of 133 seconds and a maximum act of 381 seconds during procedure. The patient's international normalized ratio was not evaluated because the patient had no history of warfarin/vitamin k antagonist anticoagulants. The patient did not receive any treatment (medications) that could contribute to thrombus formation. The patient was prescribed a regimen of rivaroxaban (xarelto) in standard doses on (B)(6) 2022 and had their other anticoagulation medication (aspirin) adjusted. The patient did not have any clinical signs or symptoms during or after this event. On (B)(6) 2022, during a follow up magnetic resonance imaging(MRI) exam, it was noted that the patient had signs of an asymptomatic ischemic stroke. No treatment was required and the patient was stable at the time of report.

Manufacturer narrative:
An event of thrombus on the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 34mm amplatzer amulet left atrial appendage (laa) occluder and a 14f amplatzer steerable delivery sheath were selected for procedure. During procedure difficulty implanting the amplatzer amulet laa occluder was experienced. There were 9 partial recaptures and one full recapture of the amplatzer amulet occluder noted. Unsuccessful implant was due to incompatibility with the patient's anatomy. The decision was made to remove the 34mm amplatzer amulet (laa) occluder and the 14f amplatzer steerable delivery sheath. A second 34mm amplatzer amulet (laa) occluder was successfully implanted using a second 14f amplatzer steerable delivery sheath. The patient remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in procedure reported. On (B)(6) 2022, during a follow up magnetic resonance imaging(MRI) exam, it was noted that the patient had signs of an asymptomatic ischemic stroke. No treatment was required and the patient was stable at the time of report. Subsequent to the previously filed report, additional information was received that on (B)(6) 2022 during a 3 month follow up appointment, transesophageal echocardiogram examination confirmed the presence of a thrombus that adhered to the replacement 34mm amplatzer amulet left atrial appendage (laa) occluder. It was noted that the patient had been administered heparin during the implant procedure and had a minimum activated clotting time (act) of 133 seconds and a maximum act of 381 seconds during procedure. The patient's international normalized ratio was not evaluated because the patient had no history of warfarin/vitamin k antagonist anticoagulants. The patient did not receive any treatment (medications) that could contribute to thrombus formation. The patient was prescribed a regimen of rivaroxaban (xarelto) in standard doses on (B)(6) 2022 and had their other anticoagulation medication (aspirin) adjusted. The patient did not have any clinical signs or symptoms during or after this event. The patient was stable at the time of report. In addition, the patient does not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. There was no adverse health consequences to the patient due to the performance of the 34mm amplatzer amulet. The cause of formation of the thrombus is believed to be in relation with the patient's abnormally large left atrium.